Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was unknown. Customer reported that while priming, patient noticed that a big drop formed at the end of the tubing. The customer stated that the reservoir is malfunctioning. The customer was advised we will send a replacement reservoir and return the faulty reservoir for analysis.